Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken cleaning brush head was inappropriate use/maintenance caused metallic corrosion, then inappropriate external force was applied and they led to damage. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 cleaning, disinfection and sterilization procedures brushing forceps and suction channels warning the channel cleaning brush is a consumable item. Repeated use may cause the brush to bend or buckle, causing the brush to break and come off the shaft. Before and after using be sure to check that the brush part is not damaged. If the brush part comes off after brushing the channel of the endoscope, use a new brush or forceps to check if the brush part remains in the channel. Please insert and check, and be sure to collect the brush part. If endoscopy is performed with the brush left inside the channel, it may fall out into the body cavity during the examination. In addition, depending on the place where it remains, it may not be found even if a new brush or forceps is inserted. If you cannot find or collect the brush, please contact the endoscope customer service center, our designated service center, or our branch or sales office.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the brush head was completely damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the channel cleaning brush head was completely broken. The reported issue was discovered upon opening the package bag prior to reprocessing. Reprocessing was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.